Event description:
It was reported that this right ventricular (rv) lead was explanted due to alleged high pacing impedance, measuring greater than 3000 ohms. During the explant procedure, there was a complete closure of the subclavian vein. A hard stylet was inserted into the lead and the intracardiac screw was retracted. The lead was freed from the rough fibrosis of the subclavian vein using a cook-sheath in conjunction with a rotary handle. This freed the lead from adhesions by peeling off the fibrosis material. The lead was retrieved using a lasso catheter inserted transfemoral. A new rv lead was implanted in the rv apex with acceptable measurements. Additionally, a repair of the small insulation damage of the competitor left ventricular lead was performed using silicone adhesive. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).